Event description:
I started having redness and swelling of my face on left side. My eye turned very red and was hurting. I also had a mild headache on the left side of my head. My eye dr gave me steroid eye drops which seem to help, but I have to use them every day to keep the pain and redness to a minimum. The optometrist thought I had temporal arteritis and he sent me to my physician for lab work. My dr did not think it was ta but he gave me oral steroids to help with redness and pain. My lab work was ok. The redness and eye redness seems to be spreading to my right eye and face but not quite as bad. I'm continuing on the steroid treatment. I recently received notice of the recall of the philips dreamstation, which I have been using for over a year, I believe. They asked me to make a report if any symptoms. I also have hoarseness and throat dryness at some point every day. Not sure of exact dates, but it is in physician records. FDA safety report ID# (B)(4).